Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported single leaflet device attachment (slda), difficulty grasping the leaflets and difficult to remove appear to be related to patient morphology/pathology and due to frayed leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip got caught on the leaflet and detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The leaflets appeared to be frayed prior to the procedure. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Multiple attempts grasping were performed to obtain a good mr reduction and the gripper arm became stuck on the anterior leaflet due to the frayed leaflets. Troubleshooting was performed and the gripper became free. The leaflets were re-grasped and leaflet assessment confirmed the clip had a good grasp and the clip was deployed. A second clip was advanced and placed medial to the first clip. A third clip was then advanced and placed lateral to the first clip. When the third clip was deployed, echocardiogram showed the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet, single leaflet device attachment (slda). Although, the slda had occurred, the clip appeared to remain stable between the second and third clip with good mr reduction. There was no tissue damage noted. There was no indication of the clips coming in contact with the first clip. Three clips implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.